Manufacturer narrative:
The explanted products were discarded by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine pacemaker replacement procedure, it was observed that the pacemaker and the leads in the pocket area were covered with calcified capsules. The setscrew hex slot was calcified so the wrench could not be inserted to loosen the setscrew. The right ventricular (rv) lead was caught between the calcification and the device, and when removing the lead, the insulation became damaged. Therefore, the rv and the right atrial (ra) leads were cut so the pacemaker could be removed. The leads were surgically abandoned and a new pacemaker system was implanted on the patient's other side. No adverse patient effects were reported.